Manufacturer narrative:
Correction: (B)(4). Device evaluation: analysis of the lead found no anomaly.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead was ¿crooked/warped.¿ it was stated the ¿crooked/warped¿ state of the lead was discovered when the lead was opened at the time of the procedure. The hcp ¿checked it by point of view on the table, comparing straight single tube,¿ and decided to replace the lead. It was stated the lead was ¿never implanted¿ and was instead replaced with a new lead because the crooked/warped lead would not get straight trajectory to the target. The hcp indicated the lead ¿wouldn¿t get right target and would go out of trajectory.¿ it was stated there would be ¿no effect for the patient,¿ no ¿problems solved for patients,¿ and ¿no symptoms cured¿ if this occurred. It was noted that ¿patient compliance¿ may have led or contributed to the issue, though it was also noted that the event did not involve the patient.